Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels and was addressed by consuming food. The contact reported that the pump settings needed to be adjusted and was the cause of the low bg levels.